Event description:
Patient undergoing pci (percutaneous coronary intervention) with stent placement. During use of shockwave lithotripsy, the balloon ruptured after "30 pulses." Subsequent angiography revealed a dissection that was repaired with 2 drug-eluting stents. *of note, 2 catheters are listed in the device section. This writer was unable to determine which catheter had the complication. Both catheters were used on this patient. Manufacturer response for cardiac/vascular, shockwave catheter (per site reporter) the rep was informed of the complication. This writer is not aware of a response from the manufacturer at this time. Manufacturer response for cardiac/vascular, shockwave catheter (per site reporter) the rep was informed of the event. This writer is not aware of a manufacturer response at this time.